Manufacturer narrative:
Section h - evaluation method codes: added: trend analysis; 4110. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the guide wire is detached and unable to remove. There was no reported injury to the patient.

Manufacturer narrative:
Initial reporter name - (B)(6). Event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the guide wire is detached and unable to remove. There was no reported injury to the patient.